Event description:
It was reported that the ilet user experienced an unresolved insulin delivery occlusion and did not understand that troubleshooting was required, leading to high glucose readings on both sensor and fingerstick. The agent performed a dry run, guided a full supply change, and provided education, with the issue associated with user interface and improper or incorrect procedure or method. Symptoms included hyperglycemia reaching 401 mg/dl and lethargy. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no device problem found and a usage problem identified, with the medical device problem characterized as improper or incorrect procedure or method and the device component implicated as the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.